Manufacturer narrative:
The returned leads were analyzed and the complaint was confirmed. (B)(4): x-ray inspection of the lead found 2 cables were completely broken in the proximal array. The broken cables resulted in the reported complaint of high impedance. The root cause of the damaged proximal end is unknown, a review of the device history report found no anomalies when the lead was manufactured. (B)(4): the proximal contacts were completely separated from the lead body. The proximal contacts were not returned. It appears that excessive tensile force was exerted onto the lead. The lead body was elongated/stretched. Electrical testing couldn't be performed due to the fractured proximal contacts. Review of the device history record revealed no anomalies.

Event description:
A report was received that the patient&#38112;trial leads displayed high impedance readings. The physician confirmed lead fracture when the leads were explanted.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit - 50 cm.

Event description:
A report was received that the patient's trial leads displayed high impedance readings. The physician confirmed lead fracture when the leads were explanted.